Manufacturer narrative:
(B)(4). Concomitant medical products: 00811400318, femoral stem 12/14 neck taper ext. Offset size 3 180 mm stem length, 61758299; 00801102024, allen plug, 81775340; rm 4901 000 4, competitor cup, 1011034a; rm51100034, competitor liner, 1104190a. (B)(6). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2018-00787. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total primary left hip replacement. Subsequently the patient expired approximately two weeks post operative due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.